Manufacturer narrative:
H.6. Investigation: customer returned one (1) 31gx8mm, 1ml bd insulin syringe from an open polybag from lot 6291871. Consumer reported that the syringes were bowed, plunger was defective and numbers were illegible. The returned syringe was examined, and no evidence of manufacturing defect was observed regarding the barrel or scale markings. The syringe was then tested for plunger movement: the plunger was able to move properly. No evidence of manufacturing defect was observed on the returned syringe. Since no defects were observed on the returned sample, the alleged issues could not be confirmed. A review of the device history record was completed for batch# 6291871. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200666999, 200667352] noted that did not pertain to the complaint. There were two (2) notifications [200665917, 200665696] noted for missing number. There was one (1) notification [200666085] noted for scratched print. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Event description:
It was reported that 7 bd insulin syringes with the bd ultra-fine¿ needle were bent, the plungers weren't working properly, and the scales were illegible. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "spoke to the customer and asked him about the issues with the syringe of the material no: 328418 batch no: 6291871, and he stated that it is an ongoing problem, the syringes are bent on the left or right side, then the plungers are not working properly and numbers are illegible. He mentioned that he had about 7 syringes with this problem but did not mention if those were of the same material no: 328418 batch no: 6291871".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 7 bd insulin syringes with the bd ultra-fine¿ needle were bent, the plungers weren't working properly, and the scales were illegible. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "spoke to the customer and asked him about the issues with the syringe of the material no: 328418 batch no: 6291871, and he stated that it is an ongoing problem, the syringes are bent on the left or right side, then the plungers are not working properly and numbers are illegible. He mentioned that he had about 7 syringes with this problem but did not mention if those were of the same material no: 328418 batch no: 6291871"